Event description:
Healthcare professional reported, rupture. Diagnosed by MRI. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on anterior assessed, as surgical damage. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported rupture diagnosed by MRI. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photos identified: rupture: not observed . It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI. This record relates to the right side. The device has been explanted.